Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 76 mg/dl. The customer stated that the alarms have been occurring more frequently over the past month. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.